Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 430 mg/dl while the pod was worn for more than 48 hours. The patient¿s mother reported that they were running a little higher the day prior, but the bg levels continued to climb throughout the day. The patient was taken to the emergency room (ER) on (B)(6) 2025. The patient was experiencing elevated bg levels, tiredness, excessive thirst, and frequent urination. The patient was diagnosed with hyperglycemia which was treated with intravenous fluids. The mother further reported that they first received an adr alert notification that indicates an issue preventing insulin delivery. Then at about 1:30 am there was a hazard alarm that prompted them to remove the pod and place a new pod. The patient was discharged from the ER a few hours later on (B)(6) 2025.